Manufacturer narrative:
This report is submitted on 22 mar 2021.

Manufacturer narrative:
This report is submitted on february 12, 2021.

Event description:
Per the clinic, the patient developed an infection at the implant site and was treated with intravenous antibiotics. However, the infection could not be resolved. The device was explanted on (B)(6) 2021. The patient has not been reimplanted with a new device at the time of this report.